Event description:
A customer reported being unable to properly set their meter up for use, and as a result, was unable to obtain a glucose result. They reported feeling sweaty, and then reported experiencing a loss of consciousness. The customer was taken to a local hospital, where they were diagnosed with hyperglycemia. Exact treatment administered in order to stabilize glucose levels are unknown. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The customer's product will not be returned, as the issue reported was resolved with training by adc customer service. Should further info become available, a follow-up report will be filed.